Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the issue could be resolved by clutching the arm to complete guided tool change. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was an endoscope flip. A technical support engineer (tse) advised the customer that the issue could be resolved by clutching the arm to complete guided tool change (gtc). The procedure was completing as planned with no reported injury.